Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 539 mg/dl, 53 mg/dl, 97 mg/dl and 85 mg/dl when all tests were performed within 10 mins on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.